Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient receiving 12.5 mg/ml morphine at a dose of 12.006 mg/day via an implantable infusion pump for non-malignant pain and herniated disc. It was reported that the pump was being interrogated and a motor stall was seen. No motor stall recovery was seen in the logs. There was no MRI related to the stall. The rep was preparing to enter the case for the pump replacement. The rep was to follow-up with the hcp and request that the device be returned if it was explanted. No symptoms were reported.

Manufacturer narrative:
Updated to incorporate the information regarding the pump replacement received on (B)(6) 2016. Section e: updated to incorporate the initial reporter of the event.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. It was reported that the pump was replaced and would be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received, and the device was returned to the manufacturer for analysis on 2016-dec-28.

Manufacturer narrative:
Update/correction: it was previously reported that on (B)(6) 2016 the company representative was preparing to enter the case for the pump replacement. The pump explant date was added in this supplemental report . The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump on 2017-jan-25 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. The previously applied results code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.